Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device was not returned to gore, so no engineering investigation could be performed.

Event description:
It was reported the physician implanted a gore® helex® septal occluder to close a patent foramen ovale. The device seemed to shift and open up the pfo after implantation. After 6 months the patient was brought back and the physician tried to close the residual shunt with a second helex device. The second helex was removed and a 13mm amplatzer was implanted. The patient still had a small residual shunt. 2 weeks later the patient presented with paroxysmal supraventricular tachycardia. The physician elected to explant both devices and patch close the atrial septum surgically. The patient was doing well following the procedure.